Event description:
It was reported that the ventilator did not deliver air during use. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received service report, no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The provided device's logs are not complete and the records from provided date of event are not visible in attached log files. However, the event log confirms several clinical alarms before date of event, as an indication of difficulties with ventilating the patient. There are no technical error codes to indicate a ventilator malfunction. The root cause has not been determined. The UDI information is not available since the device was manufactured before 2015.